Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort. The patient stated that the device had inflation issues, and it auto-inflates at night. He also stated that he had bruising and swelling on his scrotum. In addition, the pump bulb was hard to squeeze. The patient believed that the pump was not seated correctly in the scrotum, so he had to move the left testicle, which was causing him pain and discomfort. The patient was encouraged to visit his physician. The ipp is implanted. The patient will visit his physician in june. No further patient complications reported.